Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -6.50 into the patient's right eye (od) on (b)(3) 2023. The lens was exchanged on (b)(3) 2023 for a lens two sizes longer in length due to low vault. This resolved the problem. Cause reported as unknown.